Event description:
On (B)(6), 2010, a doctor reported to sybron implant solutions that an endopore o-ring abutment fractured.

Manufacturer narrative:
Attempts were made to contact the doctor for further information on this incident and to request that the article be sent back to sybron implant solutions for evaluation, however, no response was recieved. Because no product was returned and no lot number was provided, no furhter investigation can be conducted and the cause for the fracture remains inconclusive.